Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an alert for pacing impedance below the programmed lower limit. The pacing impedance was within normal limits the following day. The rv lead remains in use. No patient complications have been reported as a result of this event.